Event description:
During a coronary angiogram, the physician was experiencing difficulty cannulating the coronaries using a 4 fr system due to the patient's severe tortuosity in their iliac arteries and aorta. The sheath was upsized to a 6 fr. During placement of a 6 fr angled pigtail for ventriculography, the sheath separated from the hub and was intravascular. The separated sheath was snared and removed. No complications to the patient.